Event description:
The customer reported being in the emergency room with high blood glucose of 425mg/dl and high blood pressure. Initially, the customer called to request emergency supplies. The customer mentioned having a lot of pain because she had a part of colon removed. The customer stated that she contacted her doctor for her high blood glucose and customer treated her blood glucose with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.